Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The gantry door was adjusted to fix excessive noise when opening. The led modules on the tube and detector were also replaced. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the equipment displayed some angled 2d images. The led bar indicating the gantry position had low brightness, with some leds not working. Patient impact was not provided.